Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was experiencing persistent low flow alarms. The physician stated that the patient was hemodynamically stable during low flow events, so they requested a low flow software to be put on the patient's system controller. The low flow software was installed. Log files were sent for review on 09oct2024, which captured low flow events throughout the majority of the log file with the flow hovering mainly around the 1.9 to 2.0 lpm mark. It was noted that during these low flow events that the patients pulsatility index (pi) values are non-variable and settled into the 2 range. Thes patterns have been associated with an obstruction in the vad circuit. The patients flow appeared to have recovered into the mid 3 lpm range in the last events captured in the log file. On 13oct2024 additional log files were sent for review as part of routine maintenance due to a postoperative procedure. The event log file captured low flow event son 10oct2024. The calculated flow appeared to have fluctuated below the alarm threshold of 2.0 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pi is dynamic and elevated. These flow readings did not appear to be the result of any external equipment malfunction. Going forward in the log file, the flow appeared to have returned to baseline values starting on 10oct2024 at 14:41:57.

Manufacturer narrative:
Sections b1 and b2: corrected. Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation. Additionally, review of the submitted log file confirmed low flow alarms. A specific cause for the low flow alarms as well as a direct correlation to the reported outflow graft thrombus could not be conclusively established. The controller event log files combined contained events from (B)(6) 2024 through (B)(6) 2024. Low flow alarms were captured on (B)(6) 2024, and (B)(6) 2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing persistent low flow alarms. The patient reported some palpitations, dizziness, and nausea. The physician stated that the patient was hemodynamically stable during low flow events, so they requested a low flow software to be put on the patient's system controller. The low flow software was installed. Log files were sent for review on 09oct2024, which captured low flow events throughout the majority of the log file with the flow hovering mainly around the 1.9 to 2.0 lpm mark. It was noted that during these low flow events that the patients pulsatility index (pi) values are non-variable and settled into the 2 range. The patterns have been associated with an obstruction in the vad circuit. The patients flow appeared to have recovered into the mid 3 lpm range in the last events captured in the log file. On 13oct2024 additional log files were sent for review as part of routine maintenance due to a postoperative procedure. The event log file captured low flow events on 10oct2024. The calculated flow appeared to have fluctuated below the alarm threshold of 2.0 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pi is dynamic and elevated. These flow readings did not appear to be the result of any external equipment malfunction. Going forward in the log file, the flow appeared to have returned to baseline values starting on (B)(6) 2024 at 14:41:57. A computed tomography angiography (cta) was performed due to concern for extrinsic outflow graft obstruction. The patient underwent surgical revision of the outflow graft due to the presence of a large burden of thrombus within it. It was unknown if symptoms of thrombus were observed. The pump speed was decreased from 6000 rotations per minute (rpm) to 5800 rpm on (B)(6) 2024 with no further alarms noted. There was an interval of significant decrease in the amount of thrombus within the outflow tract with mild eccentric circumferential peripheral hypoattenuating material remains near the cannula. The hypoattenuating material within the outflow cannula was in close proximity to the pump so it was suboptimally evaluated due to severe streak artifacts. The residual thrombus could not be excluded from the artifact. The patient was on the transplant list with a status 2.